Event description:
In 2000 the pt underwent a dental procedure in which human freeze dried domineralized ground cortical cadaver bone implant material was used. Cancellous granules made from u.s sourced bovine bone material was also used as were sutures. Suture type is not identified. The pt experienced broken sutures and other post operative complications not related to the breakage. Reportedly they are still receiving medical care to treat the complications.